Manufacturer narrative:
Section a4: weight: information unknown/not provided. Section e1: telephone number: (B)(6) section h6: health effect: impact code: 4625 sutures, 4625 unplanned vitrectomy, 4625 incision enlarged. Section h6: health effect - clinical code: 4581 incisions enlarged. Section g4: this report is being filed on an international device; tecnis puresee¿ toric ii iol with tecnis simplicity¿ delivery system, model det100 that has a similar device, model det150 which is distributed in the united states under PMA p980040. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded puresee intraocular lens (iol) was explanted from the patient's left eye as the patient was unhappy with intermediate vision, despite achieving 20/20 distance vision. The patient reported having no functional intermediate vision. Through follow up, it was learned that the patient's symptoms significantly interfere with patient¿s daily activity and the patient was not able to read music at an intermediate distance. The initial pre-operative (op) for initial implant, best corrected visual acuity (bcva): 20/30 and post-op best corrected visual acuity: 20/20. Consequently, the lens was explanted. An unplanned vitrectomy, incision enlargement, and sutures were required when explanting the lens. Another johnson & johnson lens, model drt100 14.5 diopter was successfully implanted as a replacement. Post-op (post-replacement implant) bcva: 20/25+2. There was no patient injury. The patient is doing well post-operatively. The surgeon was not sure if the lens was available for evaluation. No additional information was provided. The patient had bilateral lens implantation. This report is for the patient's left eye. A separate report will be submitted for the right eye.